Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a social media post providing information on mitraclip therapy, an individual commented the following statement: "mitraclip didn¿t work for me! Now what". No additional information was provided.

Event description:
It was reported that on a social media post providing information on mitraclip therapy, an individual commented the following statement: "mitraclip didn¿t work for me! Now what". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on a social media post and no lot information was provided. Based on the information reviewed and due to the limited information available from the social media post, the cause of the reported unchanged mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.